Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: dislodged stent was compressed to vessel wall. It was reported that upon advancing the omnilink sds up and over the horn to treat a lesion in the right common iliac, the stent dislodged off the balloon in the left common iliac. The dislodged stent was compressed to the vessel wall using a second unspecified stent. A third stent was advanced and treated the lesion in the right common iliac. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). Biliary stent used in the vascular. (B) (4). Evaluation summary: the stent delivery system (sds) was returned with the balloon tightly folded indicating that the balloon had not been pressurized. The stent implant was dislodged from the balloon and was not returned. There were crimp marks on the balloon where the stent had been crimped between the markers, suggesting that the stent had been appropriately crimped. The balloon had a wrinkle in the balloon distal, the distal marker and four kinks in the shaft distal to the strain relief tubing. No discrepancies were reported or observed by the account during the preparation and inspection of the sds prior to use. A pre-existing wrinkle in the balloon and multiple kinks in the shaft would likely have been detected during initial preparation and inspection of the product per the instructions for use. During production both the balloon and shaft are 100% visually inspected for balloon and shaft damage. The protective sheath was not returned, which may have provided additional information. No manufacturing quality deficiencies were observed. Most likely the wrinkled balloon and the kinks are procedure related. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, interaction with the lesion, tortuous anatomy, or heavy calcifications. The device lot release testing results were reviewed and all samples met all manufacturing criterial including stent placement, crimped stent outer diameter and stent securement force. No specific cause for the stent dislodgement could be determined, but the wrinkled balloon and multiple kinks may have related to the stent dislodgement. No manufacturing quality deficiencies were observed suggesting that the stent dislodgement may also be procedure related. It was also reported that the procedure was in right common iliac artery. Per the instruction for use, the otw ominilink .035" biliary sds is intended for palliation of malignant structures in the biliary tree. During production, all sds are 100% visually inspected for proper stent placement, 100% visually inspected for stent damage and 100% dimensionally inspected for the crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent securement force.